Event description:
Customer reports both table monitors failed during a cystography exam. Staff was able to finish the procedure with an endoscope and connecting portable monitors to the cysto table to view images. No patient injury. No other patient details are known.

Manufacturer narrative:
Field service engineer (fse) troubleshot and found monitor power supply was not working. Fse replaced power supply and tested per specifications in manual. Completed service checklist and returned unit to full service.